Event description:
A customer contacted beckman coulter inc., (bci) regarding elevated ckmb results generated by the unicel dxi 800 access immunoassay system for one patient. The original sample was re-tested on a different instrument and lower results were obtained. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was lithium heparin collected in a pst tube and centrifuged at 6,000 rpm for 5 minutes. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse rebuilt the precision pumps as a preventive measure. No hardware issues were noted that would contributed to the event. The fse performed diagnostic testing and results met specifications. A clear root cause has not been determined to date for this event.